Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd p800 blood collection system for plasma metabolic biomarker preservation k2edta, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: stability of peptides was not as expected in comparison with edta, e.g. Ghrelin. Referred to old marketing material where we offered stability data for ghrelin. Probably, he assumed that this was for activated ghrelin, which is not the case. Not clear yet whether other peptides also showed shorter half life.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd p800 blood collection system for plasma metabolic biomarker preservation k2edta, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: stability of peptides was not as expected in comparison with edta, e.g. Ghrelin. Referred to old marketing material where we offered stability data for ghrelin. Probably, he assumed that this was for activated ghrelin, which is not the case. Not clear yet whether other peptides also showed shorter half life.